Manufacturer narrative:
Evaluation: results: analysis confirmed user error. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2010. It was reported the patient was incarcerated and the patient stated the facility had lost his charger. It was reported he had not charged his ipg for over a year. The ipg was replaced on (B)(6) 2011. Follow up revealed the patient had effective coverage postoperative.